Manufacturer narrative:
This report is submitted january 13, 2017.

Manufacturer narrative:
This report is filed on (B)(6) 2016.

Event description:
It was reported that the patient experienced poor performance with device use and migration of the electrode array; subsequently the device was explanted on (B)(6) 2016. It is unknown if the patient will be re-implanted with a new device as of the date of this report (B)(6) 2016.